Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with samsung a 53 6 b phone with android operating system and version 16. As a result, customer was unable to monitor glucose readings and no glucose alarms. The customer experienced almost losing consciousness, was unable to self-treat and was administered a glucose injection provided by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with samsung a 53 6 b phone with android operating system version 16 with software version 2.13.0.11566. As a result, customer was unable to monitor glucose readings and no glucose alarms. The customer experienced almost losing consciousness, was unable to self-treat and was administered a glucose injection provided by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported not getting glucose readings or glucose alarms due to incompatibility issue. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The compatibility guide is available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.